Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Microscopic inspection of the distal shaft revealed no anomalies, other than the fracture in the shaft material proximal to electrode ring 4. No blood-like substances were noted within the distal shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture in the shaft material remains unknown.

Event description:
This report is to advise of a fracture found in the catheter during analysis.